Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7752526,510k # k082728 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: csm(cervical spondylotic myelopathy) procedure: posterior cervical decompression fusion levels implanted: c3 it was reported that intra-op, mas crosslink screw was placed at c3, and performed provisional fixation. The hex part of the mas crosslink set screw was broken when performing final tightening of the mas crosslink locking screw on one side. Crosslink placement has been given up. No patient complications were reported as a result of event. There no delay in procedure time as a result of event.

Manufacturer narrative:
Product analysis result: visual functional visual and functional review of returned implant found it disassembled as-received. Part was assembled back together and functionally tested. Unable to determine the state of the crosslink prior to the operation. No fault found. The instrument appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.